Event description:
It was reported to the aci vascular closure specialist that a female patient underwent a catheterization procedure on (B)(6) 2013. Access was obtained in the right groin via a 6f sheath (model unknown). A pre -procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. No complications were noted. The patient was ambulated and discharged from the hospital the same day with no clinical sequela noted. The patient presented to the emergency room on (B)(6) 2013, with a swollen right groin (access site) and had pus coming out of the access site. The patient was admitted to the hospital. A culture test of the access site was performed which did not indicate an infection. The patient was placed on rocephin im, vancomycin IV & bactroban topical and discharged from the hospital on (B)(6) 2013.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.